Event description:
It was reported that, the device was used during a laparoscopic cholecystectomy. The clip cross-clipped. A second device was opened and resulted in cross-clips. Another device was used to complete case. There was no patient consequence noted.

Manufacturer narrative:
Sent 08/23/2006 information anticipated, but unavailable at this time.